Event description:
It was reported that the patient presented to the emergency room with dizziness. The patient's heart rate was low. The battery voltage of the pulse generator reached the level of elective replacement indicator (eri) voltage. The patient was scheduled for a generator change. During the generator change out the right ventricular lead impedance was greater than 2000. It was also reported that there were high thresholds. The device was replaced and the lead was capped. A new ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis revealed normal battery depletion. The no output condition was the result of battery depletion.